Event description:
It was reported by service report that the fowler drifts down. It is unknown if there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: fowler brake.